Event description:
The popliteal artery was pre-dilated, the delivery system was advanced to the lesion and the stent was deployed. Imaging the site was difficult because it was obstructed by a bone, so it was not clear to the physician if the stent had been fully released from the catheter. The physician proceeded to advance the thumb slide fully with the deployment locks engaged. He then retracted the catheter without visualizing it on fluoroscopy. During removal of the delivery system, resistance was noted. Fluoroscopic imaging was performed and revealed that the stent was no longer in the popliteal artery. X-rays were taken and it was observed that the stent was still partially within the sheath and had been moved into the sfa. It was also observed that the tip assembly had detached and remained on the guidewire distal to the sheath. A balloon was advanced to release the stent. A "buddy" wire was introduced to secure the wire placement and the wire was withdrawn with the tip secured to the wire.

Manufacturer narrative:
The device was returned and analyzed. The investigation concluded that the physician removed the thumb slide back and forth multiple times to confirm the stent was fully released before retracting and locking the thumb slide. The back and forth movement of the thumb slide with the deployment lock open exposes the ratchet from the distal end of the outer sheath. The ratchet likely snagged a stent loop and during the final proximal movement and locking of the thumb slide trapped and snared the tip. When the delivery system with the stent attached entered into the introducer sheath, there was likely inadequate clearance for the components and the tip detached due to the resistance encountered in the introducer. The cause of the event was multiple back and forth movements of the thumb slide after the stent was released. A CAPA for these events was opened resulting in a device modification to decrease the rate of these types of events. A 510 (k) for this modification is pending FDA clearance.